Manufacturer narrative:
This report is for the case number 2 of 2. The device is not available.

Event description:
It was reported that during mechanical thrombectomy procedure to remove a clot from the internal carotid artery, the physician was unable to retrieve the subject device back into the distal access catheter due to high resistance. The physician had to switch to different devices and the clot was successfully retrieved. There was no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information received indicated that the patient¿s anatomy was tortuous. It is probable that procedural factors associated with the tortuous anatomy limited the device performance contributing to the reported issue. Based on the information available, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during mechanical thrombectomy procedure to remove a clot from the internal carotid artery, the physician was unable to retrieve the subject device back into the distal access catheter due to high resistance. The physician had to switch to different devices and the clot was successfully retrieved. There was no clinical consequence to the patient.